Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Blood [haemorrhage] oral-b io9 battery itself slightly smoked [device catching fire] oral-b io9 battery itself...very very hot [device temperature issue] case narrative: male consumer via other stated that his oral-b io9 toothbrush battery slightly smoked and was very hot. There was blood on the toothbrush. No serious injury was reported.